Event description:
Cryoablation catheter used for pvi, no system notices or unusual events during procedure. Patient woke from anesthesia agitated and hysterical while unable to move leg limb. Movement recovered during pacu time and CT obtained was negative. Physician stated on (B)(6) 2012 that patient remains weak and MRI done results show multiple punctuated lesions on frontal lobe. Patient hospitalized and awaiting treatment plan.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Bin and failure files were analyzed and do not show any system notice messages during the case. Bin files showed that 17 applications were performed with the catheter. The flow, pressure and temperature are within specification. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.